Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was returned for evaluation. The original packaging and the molded head of the device were not returned with the sample. Visual examination revealed that the tube and balloon appears to be discolored with foreign substances on the exterior and in the interior of the device. The balloon lumen was tested for leaks by filling with water and manually manipulated to determine if any leaks occurred. No leakage was observed. The balloon was then inflated with methylene blue to determine if a microchannel leakage would occur in the balloon bond area. No leakage was observed. The jejunal lumen was observed to be discolored with a foreign substance on the interior of the device. The lumen was filled with water and the foreign substance flowed out of the lumen as the syringe was being emptied. The lumen was then filled with methylene blue to see if there were any leakages from the lumens. There was no lumen-to-lumen leakage observed, as the dye only exited the designed skive holes in the specified location. No other lumen showed signs of methylene blue. The gastric lumen was filled with both water and methylene blue, and both exited at the skive location, with no leakage observed. Evaluation of the sample determined that even without the molded head of the device, the evaluation of the lumens show no evidence of tube deformation, inadequate skive location, clog, or blockage. The tubing functioned as intended. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the hospital that on (B)(6) 2016 that the feeding tube in a (B)(6), female patient became blocked on (B)(6) 2016 and had to be replaced in radiology. No patient injury was reported at that time. Per additional information received on 24 march 2016, the hospital reported that the patient had passed away. The patient allegedly had aspirational pneumonia. The facility reported that they do not know if the clogged device contributed to the patient's death. Per additional information received on 7 april 2016, the hospital reported that the patient was being treated for pneumonia in the hospital, and allegedly developed aspiration pneumonia while there. It was alleged that the patient also had a history of gerd. The patient's date of death was reported as (B)(6) 2016. Additional information has been requested, but not yet received.